Event description:
(B)(4). I had the coils placed under anesthesia and was told that there would be no pain or side effects except perhaps some spotting. When I woke up, I was in pain but assumed this was normal. Three days later, I knew something wasn't right and called my doctor but he assured me that the pain had nothing to do with the inserts. Within days of having them implanted, I started having weird rashes particularly in the abdominal area. A month later, I had the first of many eye infections. My gyn said it had nothing to do with essure. After going to him several times about the pain and being told it had nothing to do with the procedure, I quit trying and waited for the follow-up hsg test at which time I was told that the tubes were in place, fully occluded and I was set. Since he was so adamant, I assumed that he was correct. For the following 18 months, my health steadily declined. Join swelling and pain, muscle spasms, heavy bleeding, infections that were unexplained, and a horrible searing hot pain in my abdomen. I finally found a doctor of internal medicine who was alarmed by my symptoms and ordered several special blood tests which showed my body had reacted to the inserts with a systemic inflammatory cascade. His statement to me was, "these things are going to kill you if you don't get them out." He pulled some strings and two weeks later, I had a hysterectomy (leaving ovaries) during which it was discovered that one of the inserts had perforated the uterus and had become scarred into the omentum. After removal, the searing pain in my abdomen was gone immediately. It took almost three years for the joint swelling and muscle pain to go away completely. The rashes and infections ceased within three months of removal.